Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). (B)(4). Summary of investigational findings: investigation is based on description of event and inspection of returned product. According to the description of event the delivery system punctured through the sheath during advancement. Backblood was noted through the sheath. It is noted that the delivery system and sheath were removed and that the procedure was completed using a new device. The entire product was returned. The sheath is penetrated ~26cm from the handle. The filter protection sheath is kinked ~5cm from the tip (where the filter is attached to the grasping hook). The red lock bottom is not pressed. The tip of the protection sheath is a bit damaged. No anomalies noted on the filter. Based on the description of event and inspection of the returned product, the root cause for the reported penetrated sheath cannot be determined. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava cook medical will continue to monitor for similar events.

Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: during advancement through the sheath, the delivery system punctured through the sheath. Backblood was noted through the sheath. The delivery system and sheath were removed, and a new sheath and filter system were used to complete the procedure successfully. Patient outcome: the patient did not experience any adverse effects due to this occurrence.